Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window, scratched case, missing display window cover, cracked case (corner of belt clip rials) and battery tube threads cracked. Battery cycle 11.0 received the low battery alert (104) on 05/21/2025 09:12:00 faster than expected at 0.0 days. Battery cycle 8.0 received the low battery alert (104) on 05/19/2025 14:02:00 after more than 7 days at 22.85 days. Battery cycle 7.0 received the low battery alert (104) on 04/26/2025 17:26:00 after more than 7 days at 19.15 days. In summary, customer alleged charge battery power lasts less than expected confirmed. Expose to moisture on battery tube assembly noted during visual inspection. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the battery compartment and pump battery does not last. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.